Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode with a message indicating that patients and orders might not be current. The station was not syncing to the server and was operating in critical override and disconnected mode. This issue occurred after a system upgrade, and the station had been experiencing connectivity issues following the upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.